Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was taking longer and was charging more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.